Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported inaccurate cgm values which occurred an unspecified day after the sensor had been inserted. While on the phone with a coworker (an attorney), the patient felt hypo even though her cgm displayed 69 mg/dl and was not alerting. A brief time later, it alerted, and she ¿did what she needed to do¿ to address the alert (ingested candy and a cookie). However, the next time her cgm alerted, she stated it was too late and she lost consciousness. Her coworker heard banging on the other end of the phone and called the patient¿s home phone. He spoke with the patient¿s mother who checked on the patient, found her unresponsive with a head laceration, bleeding, and called emergency medical services (ems). Ems arrived, performed a bg which was 22 mg/dl, administered two glucagon injections, IV dextrose and transported the patient to the hospital. The patient was evaluated at the hospital, received a head CT, and was released an unspecified amount of time later. It was reported that prior to the patient losing consciousness, the patient¿s cgm displayed 69 mg/dl and the patient¿s mother follower app displayed 48 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.